Manufacturer narrative:
H.6. Investigation summary: bd received 2 photos from the customer in support of this complaint. The photos show the hemogard closure is missing and the stopper remains in the tube. Additionally, 100 retention samples from the bd inventory were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. Furthermore, 10 retention samples were functionally tested and there were no issues with the hemogard closure assembly being loose or separating during or after the testing was completed. Bd was able to confirm the customer¿s indicated failure mode with the photos provided; however, was not able to be duplicated in the retention testing. The exact cause for the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "367861 was incompletely uncapped, and the rubber stopper needle was broken by the equipment sampling needle, which caused serious losses.".

Manufacturer narrative:
H.6 investigation summary: "material #: 367861 lot/batch #: 1350340 bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for closure separation was observed. Twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of closure separation was not observed. Additionally, one hundred (100) retention samples were visually examined, and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of closure separation based on returned photos. H3 other text : see h.10

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "367861 was incompletely uncapped, and the rubber stopper needle was broken by the equipment sampling needle, which caused serious losses."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "367861 was incompletely uncapped, and the rubber stopper needle was broken by the equipment sampling needle, which caused serious losses."